Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the day of the call, the cgm on the receiver was 66 mg/dl. She felt dizzy and fell. Emergency medical services (ems) were called and the bg was 42 mg/dl. The patient was given carbohydrates, the patient recovered, and ems departed after 20 minutes. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).